Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on this lead on (B)(6) 2019, but could not be reproduced. No evidence of noise has been reported since. Lead remains actively implanted and no adverse patient events were reported. Should additional information become available, this file will be updated.